Event description:
The customer reported via phone call experiencing high blood glucose levels and sensor issues. She stated that if she did not hold onto a part of the sensor while inserting with the serter, the sensor would pop out of her skin and she would begin bleeding. The customer's blood glucose was between 400 and 500 mg/dl, but the customer was able to lower it to 200 mg/dl. She noted that she was in the hospital at the time of the call due to an issue unrelated to diabetes. She advised that she had been given extra insulin while in the hospital. She was unsure whether the catch arm of the serter was bent. She reported having experienced this sensor issue with multiple sensors. She was advised to return the serter and complete sensor, including the sensor, pedestal and needle hub assembly. She was advised that the serter would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-20712.